Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v319831, implanted: (B)(6) 2009. Product type: lead: product ID 3093-28, lot# v338572, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was unknown the exact date when the patient lost relief. It was reported that the patient resides in a nursing home and that there is a lot of "pushing and pulling" and had "concern of a broken lead." The patient's current status is unknown. The caller was redirected to the patient's health care provider. No further information was provided. If additional information becomes available, a supplemental report will be filed.